Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/9/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent an aortic valve replacement, tissue and coronary artery bypass graft, and repair tricuspid valve procedure in march of 2025. The patient's sternal closure was achieved with an ar-7288 fibertape sternal closure. The patient then presented with a sternal wound infection, requiring additional surgery. Surgical cultures revealed corynebacterium amycolatum. No additional information was provided. Additional information received on 4/16/2025: the facility representative confirmed that, in addition to the ar-7288 fibertape sternal closure, an ar-7289t tigertape sternal closure, and an ar-7288t tigertape sternal closure were implanted during the initial surgery on (B)(6) 2025. The patient began experiencing symptoms on 3/14/2025, including chest pain, chest wall abscess, and mediastinitis. The infection, identified as corynebacterium amycolatum, required multiple treatments, including debridement and irrigation of the chest, a pectoralis muscle flap for closure, and wound vacuum-assisted closure. These interventions were performed on (B)(6) 2025. During an additional surgical procedure, the implants were explanted; however, the specific implants removed and the exact date of the surgery remain unclear. The patient was discharged on (B)(6) 2025 with jp drains in place and continued IV antibiotic therapy via a PICC line. Additional information has been requested on 5/8/2025.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to a patient-specific event.